Event description:
It was reported that the right ventricular (rv) lead had dislodged. The lead was found to have no capture. The lead was revised and repositioned remaining in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.